Event description:
It was reported the gastrointestinal videoscope produced a fuzzy image without a picture. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the chipped contact pins on the scope connector led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.